Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing to pyxis. A technical support specialist (tss) addressed multiple orders not crossing to pyxis, identified message processing limit error in es, applied updates as per knowledge article medstation es configuring messaging polling interval times and message processing speed maximum amount of processing messages reached, skipping dequeue, restarted the inbound processing service, and confirmed all messages processed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.